Manufacturer narrative:
The insulin pump was received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. The device was received with corroded electronic assemblies and corroded motor home switch. It was received with minor scratches on case, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump stopped working and alarmed critical error. The insulin pump was dropped. The customer's blood sugar is 470 mg/dl. The insulin pump will return.